Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and atrial under-sensing of atrial tachycardia/ atrial fibrillation on stored electrograms (egm)s was observed, resulting in false terminations. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.